Event description:
Md used a 2.0 drill bit to prep screw sites. During insertion two bone screws broke. Md was unable to retrieve one of the broken screw pieces. A 2.7 drill bit was used to redrill sites and larger screws were used without further incident.